Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced the day after implant. The lead had dislodged and the physician tried to reposition it but it kept falling out and didn't have very good threshold numbers. The helix was also starting to give the physician trouble. The physician decided to implant a new lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.